Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (random) issue. The reporter alleged that the pump emitted an occlusion alarm when performing a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2016 with the following findings: the original complaint was unable to be duplicated. Additional failure prevented the investigation to be adequately investigated. A cs 128 alarm occurred during the rewind step. The occlusion alarm was observed in the pump alarm history. Unrelated to the original complaint, the pump was opened and there was moisture found on the processor circuits. Additionally, the display was dim and discolored. The battery cap threads were found to be stripped and unable to secure. A test cap was used and able to secure for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.